Event description:
Rptr had a spinal fusion for scoliosis with insertion of long harrington rod. Their spine was fused from t4-l5. Rptr has been suffering with pain ever since then but was always just prescribed pain pills to where they can no longer take nsaid's due to them causing bleeding now. Rptr has all the symptoms of flatback syndrome/spinal fusion failure and was not even told about it by any drs seen. Rptr researched it on their own. It is being kept quiet obviously, but rptr has read in various places admissions by drs that the harrington rods are not used anymore because a long rod causes too much harm and too many problems. Rptr's knees started going last year and no one would tell them it is related to the imbalance (fixed sagittal imbalance) in their spine, and now rptr's neck is going, yet rptr can't get the proper help they need to have this diagnosed and treated because the orthopedists don't want to admit that they were using faulty instruments.